Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead had exhibited chronically high capture threshold values. The lead was capped and replaced during a device changeout procedure.